Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore the failure mode could not be confirmed. There were no deviations or non-conformances during the manufacturing process. The device history record review was not possible since no lot number was reported. The reported complaint is a user error. Device identifier: (B)(4).

Event description:
A nurse reported to integra that on (B)(6) 2019, a 62-203 helimend 15 x 20, the dentist placed the helimend in the patient¿s mouth, placed/stitched the helimend membrane template cut-out into the patient¿s mouth as an additional product. Patient was sent home. The nurse inquired in behalf of the care team if integra would approve of the packaging/template cut-out being left in the patient mouth. The nurse was informed via phone conversation with integra medical affairs manager that the template is not intended for implantation and must be discarded following modification of the helimend membrane, per the instructions for use (IFU). The nurse indicated that the assistant working with the dentist handed the entire envelope/package instead of just the product. It is unknown of the removal date of product (revision) and injury. It is unknown if there was any surgical delay. Request for additional information has been sent.